Manufacturer narrative:
Product analysis results: visual inspection confirmed approximately 45 mm of the instrument's tip has been sheared off . The shaver has been twisted from the torsional overload. Optical examination of the fracture surface reveals a brittle and rigid fracture with circular material flow. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) at l3/4 due to lumbar spinal canal stenosis. Intra-op, tip of the shaver broke when performing curettage on the intervertebral disc. The procedure was completed by using another distractor. The intervertebral disc space was narrow and the mobility was bad either. No fragment of the instrument remaining in the patient. No patient complications are reported as a results of this event and the patient is going through post-op treatments.